Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue; further describes as "when connecting the dialysate to the supply line and turning it around, it kept spinning without locking". This was noticed during setup and preparation of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.